Event description:
It was reported to medtronic minimed that the customer reported flashing white display on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and it was unknown whether the issue was resolved. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. Unit passed displacement test, rewind, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected flashing screen or anomalies noted during testing. Unit functioning properly. No anomalies noted during testing. Unit was also downloaded using thump software. The adapt tool was also used to search any alarms recorded during event date. No relevant alarms noted around event date were recorded. The following cosmetic damages were noted: scratched case, stained keypad overlay and pillowing keypad overlay. In conclusion customer allegation cannot be confirm. No unexpected flashing screen noted after battery installation and was tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.